Event description:
This rv lead was implanted on (B)(6) 2012. A product experience report was received on 06/07/2018 stating that this lead was capped on (B)(6) 2018 due to high pacing thresholds. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).